Event description:
The subject ICD was implanted on (B)(6) 2016. Upon interrogation of the device on (B)(6) 2016, the following warning message was displayed: "[a3] technical issue on (B)(6) 2016. Defibrillation system potentially ineffective. Contact sorin."

Event description:
The subject ICD was implanted on (B)(6) 2016. Upon interrogation of the device on (B)(6) 2016, the following warning message was displayed: "[a3] technical issue on (B)(6) 2016. Defibrillation system potentially ineffective. Contact sorin."

Manufacturer narrative:
Please refer to the updated attached analysis report. The second hardware reset was successfully performed on 22 august 2017. Reportedly, the rv lead was replaced due to oversensing issue. (B)(4).

Event description:
The subject ICD was implanted on (B)(6) 2016. Upon interrogation of the device on (B)(6) 2016, the following warning message was displayed: "[a3] technical issue on (B)(6) 2016. Defibrillation system potentially ineffective. Contact sorin."